Event description:
The site has experiened problems with the metal IV pole brackets with stryker stretchers. Rptr has model 1731, 1020, and 660 stretchers. The weld is breaking on the underside of the bracket. Problems have been experienced in the past with the brackets and co was sent these new brackets as upgrades and the same thing is happening with these brackets. It is the opinion that the weld is breaking because the brackets are welded on one side of the bracket only. The opposite side of the bracket has no weld and there should be a weld there on the 90 degree junction of the metal for strength. This will be a design problem because the side without the weld is fastened to the stretcher. This is something that needs to be reviewed. A subsequent stretcher was delivered with the top part of the assembly broken off entirely. These stretches are still under warranty. Rptr has pictures available of the broken units.